Event description:
The pump was returned for investigation. Evaluation revealed the display screen is a dim red color. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection confirms that the serial number is worn but the serial numbers is legible. The pump booted the display screen with a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).